Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: it is stated: "the needle kept popping off at the swage throughout the procedure." Please confirm how many sutures separated from the needle during suturing on this one patient during this single surgical procedure? I was just told ¿multiple¿. The single complaint was reported with multiple events. There are no additional details regarding the number of events. Attempts were made to obtain the information. If further details are received at a later date a supplemental medwatch will be sent. ¿ trade name - irgacare®. ¿ active ingredient(s) ¿ triclosan. ¿ dosage form ¿ suture/solid/parenteral. ¿ strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent an unknown gynecological procedure on (B)(6) 2022 and suture was used. During the procedure, the needle kept popping off at the swage throughout the procedure. Another like device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returned.